Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient (pt) reported that her ins battery hasn't decreased for the past few days. During the call the pt unlocked her controller, and her stimulation was turned off, pt turned her stimulation back on, and she said that her ins level was starting to increase already. No patient symptoms were reported.